Event description:
The customer called to report a pod occlusion and noted that there was blood in both the cannula and the insulin reservoir. The cannula was reported as being kinked and a small scab was observed. In addition, the customer experienced a high bg reading (398mg/dl). The pod is being returned for evaluation.

Manufacturer narrative:
The product was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was also a report of a pod occlusion. The pod is designed to inflate an occlusion alarm to alert the user that the flow of insulin has been restricted. Since the pod was not returned for evaluation, it cannot be concluded that the occlusion resulted from a kink in the cannula. Since the customer reported blood in the cannula and the presence of a "small scab", it is possible the occlusion resulted from a physiological condition (though this cannot be confirmed without the product to evaluate). The product user guide instructs to user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device, per user instructions.